Manufacturer narrative:
The tandem user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process per the user guide: the pump has been stopped for an extended period of time. Select resume insulin in the options menu to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of approximately 500mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2020 with no permanent damage. Reportedly, the healthcare provider suspected that the insulin used with the pump supplies may have been "bad". Tandem technical support performed troubleshooting and found the customer had received an incomplete fill tubing alert due to the customer not completing the load sequence. Subsequently, a resume pump alarm occurred due to the customer not addressing the incomplete fill tubing alert. Reportedly the customer continued to use the pump for insulin therapy.